Event description:
It was reported that the patient experienced pain and an infection at the implant site. This occurred a month after the device was first implanted, and continued to become infected. It was noted that the physician "treated the infection twice, but the patient's skin never closed over the implant." The patient asked another physician for a second opinion, who moved the device to the other side of the body and made the pocket deeper. It was noted that the device got infected again, and the patient "wanted everything out." It was noted that a culture was taken from the device pocket. It was further noted that the patient's lead was explanted on (B)(6) 2012. The physician stated that "it was like the patient's body rejected the implant." No patient injury was reported.

Manufacturer narrative:
Product ID, 3093-28 lot# v737612 serial# implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).